Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation, there was evidence that the monitor experienced a failure which damaged multiple components on the computer/analog board and the defibrillator board. The cause of the failure cannot be positively determined. No adverse event resulted from the damaged components. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that neither of her batteries would power up her monitor. The patient was issued a replacement monitor.